Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant, the surgeon attempted to implant the pacing lead in multiple positions but the sensing parameters did not reach the ideal range and undersensing was noted on the pacing lead. The pacing lead was attempted not used and replaced. No patient complications have been reported as a result of this event.